Manufacturer narrative:
Insulin pump received compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to compromised force sensor system alarm. However, unit passed operating currents, self-test, unexpected restart error test. No unexpected weak battery and battery out limit noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump alarmed compromised force sensor system. Blood glucose level was unknown at the time of the incident. Troubleshooting was provided. The customer reported that the drive support cap was sticking out. The insulin pump will be returned for analysis.